Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went the emergency room on (B)(6) 2016 due to an infection and a hematoma at the ipg site. The doctor explanted the ipg, washed out the ipg site, and implanted a replacement/different model ipg. The patient was also given oral antibiotics and was released later that night. It is unknown if cultures were taken.

Event description:
Follow-up revealed the patient's issues have resolved.